Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during practicing power changes with the patient, an alarm with "call hospital contact" as well as backup battery fault was seen on the controller. The backup battery was exchange which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the provided log file. The log file contained data spanning approximately 1 day ((B)(6) 2020per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Backup battery fault alarms were intermittently observed throughout the log file, correcting to ebb circuit fault flags. Each alarm appeared to have self-resolved within several seconds. No other notable events were observed. The 11-volt backup battery (serial number (B)(6)) was observed to have two bent pins upon arrival ¿ pins that are responsible for detecting the black and white power cables. The bent pins were straightened, and the battery was functionally tested and was found to perform as intended. Although backup battery fault alarms were not reproduced throughout testing, bent pins within the backup battery may cause intermittent battery fault alarms to occur due to having an unstable connection to the controller. The root cause of the reported event appeared to have been bent pins within the backup battery; however, the root cause of how the pins became bent was unable to be determined. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing tests and inspections (manufacturing test sheet). Review of the device history record for the system controller, serial number(B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) section 2 ¿system operations¿) instructs users to not use backup batteries that appear damaged or defective. This section also describes the backup battery installation process. The heartmate 3 patient handbook ¿alarms and troubleshooting¿) instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 IFU and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.